Event description:
It was reported that the patient experienced two infusion set cannula was bent during use, likely due to repeated insertion at the same site without proper rotation leading to high blood glucose and was treated with correction injection via mdi on (B)(6) 2026.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.